Manufacturer narrative:
The investigation for the reported hematuria has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematuria could not be determined.

Event description:
The user facility reported that a patient on impella cp support developed hematuria. There was also concern about possible hemolysis. The impella was in good position, but it was repositioned, and urine was clearing up after adjustment. It was further reported that the patient did not have hemolysis, and the hematuria was due to a traumatic foley inserted. The patient continued with support and the impella was explanted as planned. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.